Event description:
This spontaneous case was received on (B)(6) 2014 from a nurse (other health professional) and concerned a (B)(6) year old female pt. The pt's medical history and concomitant medications were not reported. On (B)(6) 2014, the pt was administered perlane-l, in the form of hyaluronic acid and lidocaine 1ml into the nasolabial fold and upper lip area on the left side (for skin cosmetic procedure). The batch number used was (B)(4) and expiry date was (B)(6) 2016. On the same day ((B)(6) 2014), after administration of perlane-l into the right nasolabial fold above the vermillion line, the pt started swelling up like angioedema. The area started swelling up rapidly and shortly thereafter, the left side started to swell as if this was and allergic reaction. The swelling occurred mainly on the lips. On (B)(6) 2014, the pt was treated with oral benadryl 50mg, injected with solu-medrol 125mg im and then treated with an ice pack. The outcome of the event was recovered as the area injected started to improve after one hour. The reporter stated that the pt left the office afraid to get any further injections with perlane-l. The reporter did not provide a causality assessment. Additional information has been requested for this report. No further information was provided.